Manufacturer narrative:
Vyaire medical file identification:pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out the main board might need replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that there is no fio2 (fraction of inspired oxygen) mixture on the vela ventilator and the o2 (oxygen) valves #0 and #4 are not activated when service mode is entered. At this time, there is no information regarding patient involvement associated with the reported event.